Event description:
It was reported that before use, there was a burning smell when the device was powered on. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a company field service engineer (fse) who went onsite to investigate the reported of burning smell. Observed that the unit was running loudly and faster than normal. It was recommended to the customer to replace the driver power module. The device also required preventative maintenance (pm). The customer declined pm service that would look into the burning smell. A definitive root cause was unable to be determined due to the declined service.